Event description:
The customer sent a medwatch report which stated that "malfunction of the cautery, causing burn (inside mir of colon). Machine seemed to continue to function even after dr. Stopped pushing foot pedal. Biomed technician indicates housing on back of foot pedal missing, wires crossed, machine taken out of service for repairs".